Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 473 mg/dl at the time of incident. Customer stated that the blood glucose went high because they were not able to do a proper bolus correction. Customer declined troubleshooting. It was unknown whether the auto mode feature was activated at the time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.